Event description:
I had essure "permanent" birth control manufactured by bayer implanted in 2012 in which I was not made aware of any chronic pain this device would cause, not aware that it would cause gastrointestinal problems, painful/extended menstrual cycles, nausea daily, painful intercourse, fatigue, lack of sex drive, weird breakouts and to top it off I have read numerous reviews where people have gotten pregnant and it appears I may be one as well. My decision to have this device implant was under the notion that I was safe and permanent. My family was complete. I have many medical bills back and forth to hospitals and completely healthy other than this device I have implanted. I'm tired of living in everyday pain. No other women should have to suffer the way many of us has already.